Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The customer alleged seeing particles in the device. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-06099 with incorrect sections d9, h6 and b5 verbiage. Corrections to previous MDR are made in this report as follows. The correct h11 should be reported as the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The customer alleged seeing particles in the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation, the manufacturer observed that blower contaminated with tobacco. The manufacturer was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that there was an evidence of sound abatement foam degradation. Sections d9, h2, and h6 has been updated in this report.